Event description:
It was reported that during the case the device user (du) had to recalibrate the metra four times. It was noted that there were significant discrepancies in po2 levels when compared to their lab machine.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se cleaned the probe head and verified units of measurements. All units were in mmhg. The se verified calibrations on multiple calibrators. No problems were observed. The se tested the system throughout a range of po2 and pco2 values and verified the system responded appropriately in o2 and air outputs changes. The se performed perfusion for 20 minutes with no issues observed. A clinical specialist (cs) also visited the customer site. The cs observed device user's (du) manual calibration process. The cs identified the du performed manual calibration incorrectly. During the manual calibration process, the du is supposed to press "store" on the terumo simultaneous to the abg draw that is then tested externally for comparison. However, the du pressed "store" upon returning with the abg result which was about five minutes after the sample draw. This means that the manual calibration was being adjusted based on two separate data points of time and not a single data point. While this does not explain the initial deviation experienced following the standard calibration of the shunt sensor, it is suspected that user error contributed both to the increased margin of error of the deviation and the increased need for repeated manual calibrations reported.